Manufacturer narrative:
Visual inspection: during the investigation, a cut in the reservoir membrane was determined. Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the progav 2.0 does not operate within the accepted tolerance in the horizontal position. The shuntassistant 2.0 operates within the specified tolerances in both positions. An accelerated outflow of progav 2.0 was determined. Adjustment test: the progav 2.0 was tested and is not adjustable. Braking force and brake function test. The brake functionality test has shown that the brake function operates as expected. However, the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valves, deposits were found. Results: based on our investigation results, we have observed accelerated outflow and a non-adjustable progav 2.0. The deposits visible in the valve led to the aforementioned functional impairments. Furthermore, we have observed visible deposits in the shuntassistant 2.0. At the time of the investigation, these deposits did not affect the device's technical performance. Deposits caused by substances naturally present in the body, such as protein, blood, or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic deposits can compromise the integrity of the valve. During the examination of the control reservoir, a cut in the membrane was detected; this did not affect the technical properties at the time of the examination. The reservoir is functioning within specifications. A defect at the time of release can be excluded. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 shuntsystem (#fx602t) was implanted. According to the complainant, the shunt system caused an underdrainage. The patient underwent a revision procedure. No patient complications were reported as a result of the revision procedure.